Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument exhibits scratch marks/abrasions on the brown section of the tube extension. Tube extension appears to have detached fragments. There was material missing. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had a missing insulation. There was no report of patient involvement or patient injury.